Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was suspected of having an infection at the ipg site. It was noted that there was leaking from pocket site and the patient developed fever. It was not determined if the infection was device or procedure related. The patient was prescribed antibiotics. The patient underwent an explant procedure.